Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. Ten days later, a hole was found distal to the suture wing. The pt was able to finish treatment and the line was removed in 2004.